Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: a review of the black box showed evidence of a short battery life issue with a drop in voltage leading to a call service 177 alarm. The battery compartment was cracked from the threads to the case seal and missing a fragment around the edge. The returned battery cap was undamaged and fit successfully. Evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The ez-prime steps were performed successfully and all currents were within specifications. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the power printed circuit board. The short battery life issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display was dim and red.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged a short battery life with a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.